Manufacturer narrative:
(B)(4). The customer reported that the device did not shock as expected for one shock attempt. Subsequent shocks were delivered without issue. The involved pt died, but the customer stated that device behavior was not a factor in pt outcome. Philips evaluated the device and could not reproduce the reported symptom. The device passed all standard testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced. We are considering this a malfunction based on the customer report only.

Event description:
The customer reported that the device did not shock as expected for one shock attempt.